Event description:
Information received by medtronic indicated that the customer received a communication failure. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed the displacement test and p-cap locks properly into reservoir. Pump failed screen test of the self test due to pump error 63. Pump was successfully downloaded using thus. Pump error 63 variable 3 was confirmed on (B)(6) 2023 at 12:10:30.00 due to broken solder joints on the u1 chip on the keypad assembly. The electronic assemblies and motor assemblies were inspected, and found dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 2, motor, and the force sensor. Transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: cracked retainer, partially broken retainer, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube). In summary, customers alleged no communication between pump and transmitter was not confirmed. Transmitter connected and calibrated to the pump successfully. Pump error 63 variable 3 was confirmed during testing due to broken solder joints on the u1 chip on the keypad assembly. Pump failed self test due to pump error 63 variable 3. Pump exposed to moisture confirmed on pcba 2, motor, and the force sensor. Damaged retainer ring confirmed during analysis. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.